Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
This actuator has gone bad. The lift will not go down and the emergency button is not working.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: actuator dead. Complaint of actuator has gone bad was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: actuator dead. This actuator has gone bad. The lift will not go down and the emergency button is not working.